Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error while he was working. He thinks the device was exposed to sweat. He changed the battery and anomaly persisted. Blood glucose was 139 mg/dl. Customer had the device in his shorts pocket while he was working so the device potentially was exposed to sweat. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, broken reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.